Manufacturer narrative:
H.6. Investigation summary: this complaint has been confirmed. Bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle falls off during use. This event occurred (B)(4) times. The following information was provided by the initial reporter. The customer stated: disposable venous blood collection needles, when the white cap is removed in the first step, the needle tip falls off entirely, causing needle puncture injuries

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes; d10: returned to manufacturer on: 04-dec-2023. H.6. Investigation summary: material #: 301746; lot/batch #: 3109101. Bd received 100 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Additionally, the customer samples were evaluated by functional testing, each having their non-patient shield removed and the indicated failure mode for loose IV shield with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle falls off during use. This event occurred 22 times. The following information was provided by the initial reporter. The customer stated: disposable venous blood collection needles, when the white cap is removed in the first step, the needle tip falls off entirely, causing needle puncture injuries.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter addr 1: (B)(6). E.1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle falls off during use. This event occurred 22 times. The following information was provided by the initial reporter. The customer stated: disposable venous blood collection needles, when the white cap is removed in the first step, the needle tip falls off entirely, causing needle puncture injuries.